Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device to replace an existing impella cp for increased mechanical circulatory support. The complainant reported that the pump had purge pressure high alarms. Troubleshooting the alarm with rapid deceleration technique was utilized with minimal success. Despite aggressive inotropes and vasopressors, the patient continued to deteriorate, and the family opted to withdraw care. The patient expired quickly after support was removed. The high purge pressure is a product malfunction which cannot exclude the impella use from the outcome of demise.